Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, lot# unknown, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a physician in regards to a patient being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 491 mcg/day. The patient experienced a sudden onset of underdose symptoms, specifically pruritus and funny, odd sensations. As a result, the patient was given oral baclofen (treatment) which resolved the patient&#38112;symptoms. In an effort to troubleshoot the event, the pump logs were checked and no issues were found. A catheter dye study was successful and no issues were noted. The pump was refilled on (B)(6) 2015 with a new drug, and the actual reservoir volume matched the expected volume. The doctor was not aware of any other medical conditions. The pump eri (elective replacement indicator) was in 7 months, and the patient was not having any other symptoms. Monitoring the patient and checking the reservoir volumes again in 1-2 weeks was planned to determine if there were any discrepancies. Later, on (B)(6) 2015, information was received from a company representative who indicated that the cause of the symptoms remained undetermined. The health care provider via the representative further reported that the surgeon decided to replace the pump and pump connection on (B)(6) 2015 as they could not determine the cause. The explanted products were expected to be returned. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Upon device return, analysis found the pump to have no anomalies. Analysis of the catheter was found to have coring/tears/cuts in the seal which met leak criteria. (B)(4)